Event description:
(B)(4). Plantar fasciitis, arthritis, pains: hand, upper arm, shoulder, lower and upper back, neck, headaches, fibromyalgia, high blood pressure, diabetic, lower abdominal pain and tenderness in my pelvic.